Event description:
It was reported the customer experienced ongoing intermittent occlusion alarms over several weeks, and subsequently developed a very high blood glucose that led to an emergency room visit and hospitalization in the intensive care unit on (B)(6) 2026, customers blood glucose reach 622 mg/dl with ketones present but no permanent damage or other injury was identified. Customer received treatment with intravenous fluids of saline and insulin in hospital, which resolved the issue and the customer was released from the hospital on (B)(6) 2026 and reverted to an alternate method of insulin therapy.